Manufacturer narrative:
A review of the device history records was completed: precision edge surgical products manufactured the part. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection. No mrrs or ncrs were generated for this lot. A product development evaluation was completed: the received (B)(4) has a broken distal working tip. The shaft shows signs of minimal working conditions. The instruments described in this complaint are utilized in various procedures to aid in the preparation and stabilization of the femur for fracture reduction. The anti-rotation tang on the insertion handle is broken off, likely caused by extreme external forces of insufficient tightening allowing undesirable movement. Without this tab in place, alignment issues occur and subsequent drilling operations cannot occur accurately, as displayed by the damaged drill tip on the returned drill bit. The material and design are adequate for its intended. It is unknown exactly what caused the locking tab on the insertion handle to break, which most likely caused the drill bits to fracture. This complaint is deemed indeterminate from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a fifteen minute delay in the procedure.

Manufacturer narrative:
The device was used for treatment not diagnosis. Unk manufacturing date. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an instrument complaints occurred during an im nail procedure (femur). The 03.010.046 (percutaneous insertion handle) was found broken when the set was being opened at the back table. The 'tooth' that fits into the nail was found broken. This instrument did not come in contact with the patient or sterile field. The other item, 03.010.078 ( 4.5mm/6.5mm stepped drill bit large 4.5mm/6.5mm stepped drill bit large qc/485mm) broke intraoperatively. The tip of the bit remains implanted in the patient and will not be retrieved. Other instruments were available to use and the surgery was completed. Patient status/outcome following the surgery was reportedly good. Report 2 of 2 for complaint (B)(4).